Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump got into the water and customer experienced no delivery alarm. Customer stated that patient had her insulin pump on suspend when she went swimming. Customer needed assistance in resuming the insulin pump. Customer stated that the insulin pump was working fine. The customer was assisted in resuming insulin delivery and refused to do troubleshooting. No further information provided.